Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate was inaccurately static. Reportedly, the customer reloaded the cartridge and continued to experience an inaccurate fill estimate. The customer provided a blood glucose level of 125 and indicated that the pump was not in use for insulin therapy at the time of event. The customer declined to continue troubleshooting the issue with tandem technical support.